Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's wife reported that the pt had a hernia. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was diagnosed with an inguinal hernia the last week of (B)(6). There has been no medical intervention yet, but the pt has been meeting with his doctor to plan a corrective surgery.